Manufacturer narrative:
Analysis was able to confirm the reported broken knob, the upper case was broken and the encoder assembly was pushed inside the device. Analysis also noted that the battery drawer was sticking, one knob was missing, and two output connector nuts were contaminated. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient in volvement.